Manufacturer narrative:
A visual evaluation of the returned device revealed the proximal end of the guide catheter was stretched and broken into two pieces. The distal end of the guide catheter was had kinks/indentations indicating the suture embedded inside the guide catheter assembly hindering the deployment of stent and causing breakage of guide catheter assembly during retraction. This may have potentially caused stretching / breakage of the guide catheter assembly. The proximal end of the push catheter was buckled with kinks on the working length. The suture was not returned by the customer; however there was no damage to the stent. During manufacturing, g.I stent (plastic) devices are 100% inspected for dimensional and cosmetic issues and also fep guide catheter assembly for working length integrity and any defects found are scrapped and documented in DHR. Based on the damages found on this device, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the common bile duct of a (B)(6) old female (event date and patient weight are unknown). During the procedure, the guide catheter was retracted, however the stent would not deploy. The procedure was completed with another flexima biliary stent system. The patient had to be sedated longer, however there were no reported patient complications. This event has been deemed a reportable event based on the investigation results; broken guide catheter. Additional information received (B)(6), 2010: the (B)(6) old patient was 90lbs. The event occured on (B)(6), 2010.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the common bile duct of a (B)(6) female (event date and patient weight are unknown). During the procedure, the guide catheter was retracted, however the stent would not deploy. The procedure was completed with another flexima biliary stent system. The patient had to be sedated longer, however there were no reported patient complications. This event has been deemed a reportable event based on the investigation results; broken guide catheter.